Event description:
Event description guidant received information that the implanted bipolar lead had a sudden increase in impedance and threshold measurments and a conductor coil fracture was suspected. The patient was to be transferred to a different hospital for a lead revision. The patient died prior to being transferred.